Event description:
It was reported that the patient experienced inconvenience dissatisfaction with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: no malfunction was reported. The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of sharp instrument damage consistent with explant damage that exposed inner segments. Both cylinders are functional. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient experienced inconvenience dissatisfaction with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.